Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely due to poor watertightness of cable unit, water tightness is lost and due to system failure of board unit, the endoscopic image cannot be displayed. The most probable cause of the malfunction is traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the camera head exhibited poor watertightness of cable unit, system failure of board unit, and displayed no image. There was no patient involvement.